Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular inspection the cs300 intra-aortic balloon pump (iabp) k6, k6a, k7, k8 failed a leak test .

Event description:
It was reported that during regular inspection the cs300 intra-aortic balloon pump (iabp) k6, k6a, k7, k8 failed a leak test. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the drive manifold. The iabp was returned to the customer. Maquet failure analysis and testing dept.(fat) received drive manifold with a reported unit failure of a failed leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Part failed the k6, k7, k8 leak test. Fat was able to verify the reported issue. This part is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure.